Manufacturer narrative:
(B)(4). Date sent to the FDA: 09/21/2020. Corrected h6 patient codes: 2199, 3191 removal of foreign body. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Procedure date? Please confirm that the needle was retrieved during the same procedure? What is the patient¿s current status? Lot number of the device? What was used to complete the procedure? Patient condition?

Event description:
It was reported that a patient underwent natural childbirth on an unknown date and suture was used on a tear of the perineum. During the procedure, when stitching the perineum, the needle broke. The suture line had to be reopened to find the needle and the patient was resutured. Additional information has been requested.

Manufacturer narrative:
Date sent to the FDA: 10/21/2020 additional information: d4, d10, h4, h6 a manufacturing record evaluation was performed for the finished device lot number am9303, and no non conformances / manufacturing irregularities were identified. Additional h-3 summary: a failed suture needle was submitted for fractographic evaluation. The component was identified as product code vr2252. A fracture was observed at the suture attachment of the needle. The needle was received in two pieces, only one of the mating fracture surfaces was examined for this evaluation. The evaluation revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile fracture mode. Mechanical damage observed coincidental to the fracture provides additional evidence that the failure was induced by mechanical deformation leading to ductile overload. This was a ductile fracture. The evidence of this examination indicates that the breakage occurred at the attachment area of the needle during use due to tensile overload. There is no evidence of any material flaw or defect that would cause premature failure. In order to avoid this kind of damage grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point additional information was requested, and the following was obtained: what tissue was being sutured when the event occurred? Suturing of the perineum, mucosa the following information was requested, but unavailable: was additional dissection required in other organs/tissues other than the target tissue?- n/a were x-rays taken to locate the needle piece(s)?- n/a what medical/surgical treatment was provided? Please provide the medicine name, strength and dose if administered. -n/a this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 09/15/2020. Additional information was requested and the following was obtained: procedure date? On (B)(6) 2020. Please confirm that the needle was retrieved during the same procedure? Yes. What is the patient¿s current status? Well and healthy back home. Lot number of the device? N/a, took from box with lot am9303. What was used to complete the procedure? Vr2252 same, but new suture. Patient condition? Well and healthy back home. Please include a justification for the reason for a delay in reporting the event? Incident wasn¿t reported to us by the hospital. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.